Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on an unconfirmed date and diagnosed with peritonitis. Pd effluent cultures were obtained on 16/may/2023 and resulted positive for coagulase negative staphylococcus (no species documented). The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin for 21 days (dose and frequency unknown). The patient was expected to be discharged from the hospital on (B)(6) 2023. The cause of the peritonitis is unknown. No cassette leaks were reported for this event.